Event description:
The facility reported a colleague infusion pump with a battery malfunction. The facility representative was unable to provide information regarding when, or in which care area, this event occurred. The representative also did not have information pertaining to patient/user involvement, injury or medical intervention. This condition has the potential to interrupt delivery. The user interface module software version for this device is unknown at this time. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem, of a battery malfunction that was attributed to a depleted battery, was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery was confirmed during product evaluation by baxter service personnel. This condition was attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module software version for this device is 5.09.90. A service history review revealed that this device has been serviced eight times prior to this event. During previous repair on (B)(4) 2009, (B)(4) 2009, (B)(4) 2008, and (B)(4) 2007 the main batteries and battery harness were replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.